Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleging possible insulin pump was under delivery because she changed the set and giving bolus to give her insulin using the pump and it was not going down. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.